Event description:
Customer reported damage to the rack pushrod, which prevented them from loading a cartridge into the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to let the pump's battery fully deplete before returning it, using a pre-paid label within ten days. A replacement pump would be provided under warranty, and the customer planned to use multiple daily injections (mdi) as backup therapy in the interim.